Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. Report indicated that on (B)(6) 2017, patient experienced bleeding on peg area because the patient¿s relative pulled out the peg tube. Patient was treated with batikon dressing. It was reported that the patient experienced discharge on peg area in (B)(6) 2017. The patient was treated with unspecified antibiotic medication.